Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, foreign material was found on the stent. In 2005, after removing the device from the package, a foreign material was found on the tip of the 3.5 x 20 mm taxus express2 drug eluting stent. It appeared metal in nature. The procedure was completed using another of the same device. There was no pt contact.